Manufacturer narrative:
Upon visual evaluation of the images provided in the complaint, the implant was not observed completely and the ruptured site could not be determined, however, gel exposure was noticed on the implant's surface. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation with 250cc mentor memorygel breast implants experienced bilateral rupture post procedure. As a result, explant was performed on an unknown date. See 1645337-2023-14665 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on january 23, 2024. The explant date was clarified to be (B)(6) 2023. Manufacturer¿s reference number: (B)(4).